Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and was surgically repositioned. Additional information from the field representative was obtained which indicated that the suspected cause of the high thresholds was due to lead dislodgement. The lead remains in service. No additional adverse patient effects were reported.